Event description:
It was reported that during a da vinci-assisted hemicolectomy, several system errors occurred pointing to the surgeon side console (ssc) 1 and the surgical staff had to move from a dual console set-up to a single console set-up during procedure. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the operating room (or) team already powered off the ssc1. Tse reviewed the system logs and confirmed several errors pointing to the remote arm controller (rac) 1 and/or left master tool manipulator (mtml). The operating room team swapped the blue fiber cables, however, the issue persisted. As per the surgeon, the problem occurred only 30 minutes after power-up of the system. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during startup, no patient involvement. The reporter confirmed the faulty ssc was unplugged and the operating room team proceeded with the case using the other ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the reported issue. To correct the problem, the master tool manipulator 2 (serial# (B)(4)) and the remoter arm controller (serial# (B)(4)) were replaced. The system was tested and verified as ready for use. Isi has received the mtm2 and completed the device evaluation. Failure analysis was unable to reproduce the alleged issue, but could confirm as having occurred via field error logs. Visual inspection was performed. When the arm was installed onto the system and powered up, the unit passed all required testing. As a precaution the esmb pca (embedded serializer in master base printed circuit assembly) and main wire harness were replaced. There were no issues found with the mtm2. A review of the site's complaint history identified no other complaints for this product. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer aborted the use of ssc 1 due to a reoccurring error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the remoter arm controller (rac) associated with this complaint and completed investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. When rac was installed and tested on an in-house test system, the unit was able to complete ten power cycles and remained in idle for one hour. During testing, fa was unable to replicate the reported error. The rac was found to be in good condition.